Event description:
The report received indicated that during a carotid artery stenting procedure, the 6mm angioguard was delivered without difficulties. The target lesion was pre-dilated to 10 atmospheres (atms) and was subsequently stented with a 10x40mm precise stent, the lesion was post-dilated to 8 atms. After post-dilation, the blood flow stopped. Therefore, the physician suctioned the blood three times and then the blood flow was recovered. The angioguard was retrieved with the capture sheath and the procedure was completed without other problems. However, the pt experienced mild paralysis on his left and cerebral infarction was confirmed by MRI. The pt is under treatment conservatively. The target lesion was the internal carotid artery presenting mild calcification and tortuousity with a 90% rate of stenosis.

Manufacturer narrative:
The product is not available for eval. This is one of two products involved in the same patient and reported under manufacturing numbers: 1016427-2008-00246 and 961609-2008-02294. Add'l info will be submitted within 30 days upon receipt.